Event description:
Information received from the patient notes that he felt intermittent shocks that ran up the left side of his neck and into his jaw and ear. The patient reported that neither his attending physician nor the emergency room personnel could find the cause and that his cardiologist programmed the device off.